Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to high blood glucose and gastro intestinal infection. The customer's blood glucose level was 300 mg/dl. The customer was treated with IV drip, insulin drip and has been there for 6 days and discharged. The customer was admitted at (B)(6) on (B)(6) 2014. The customer had a crack on the reservoir chamber on the insulin pump. The customer was advised that the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.